Event description:
The ge oec 7700 fluoroscopy system would intermittently display ipc not active error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and reloaded the software to restore proper function. The system was tested, found to operate as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.